Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusions set's tubing separated at the quick release while the patient was sleeping at night. The site location was patient's abdomen, and the pump was clipped to the left side of patient's body. Moreover, the infusion had been used for less than 24 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, his blood glucose level was 289 mg/dl. Upon investigation, performed on the returned used device (1 tubing), it was found that the tubing was detached from the tubing-tubing connector. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusions set's tubing separated at the quick release while the patient was sleeping at night. The site location was patient's abdomen, and the pump was clipped to the left side of patient's body. Moreover, the infusion had been used for less than 24 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, his blood glucose level was 289 mg/dl. Upon investigation, performed on the returned used device (1 tubing), it was found that the tubing was detached from the tubing-tubing connector. No further information available.